Event description:
It was reported from the surgical primary care unit that the pump alarmed air-in-line during an infusion of an unspecified medication. The lines were continuously flushed but the alarm continued. It was not until the tubing set was swapped out that the alarm stopped. It was later reported the biomed found an issue with the pump sensors and does not believe the alarms are caused by the tubing sets. The pump sensors were replaced/repaired by the biomed. Although, it was reported that delivery of medication was delayed it did not contribute to, or result in serious adverse impact to elderly adult patient. The customer stated no further information is available.

Manufacturer narrative:
Updated e2, e3 and g3(removed other)

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Adult elderly patient. Although requested, patient demographics not provided.

Event description:
It was reported from the surgical primary care unit that the pump alarmed air-in-line during an infusion of an unspecified medication. The lines were continuously flushed but the alarm continued. It was not until the tubing set was swapped out that the alarm stopped. It was later reported the biomed found an issue with the pump sensors and does not believe the alarms are caused by the tubing sets. The pump sensors were replaced/repaired by the biomed. Although, it was reported that delivery of medication was delayed it did not contribute to, or result in serious adverse impact to elderly adult patient. The customer stated no further information is available.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Adult elderly patient, although requested, patient demographics not provided.

Event description:
It was reported from the surgical primary care unit that the pump alarmed air-in-line during an infusion of an unspecified medication. The lines were continuously flushed but the alarm continued. It was not until the tubing set was swapped out that the alarm stopped. It was later reported the biomed found an issue with the pump sensors and does not believe the alarms are caused by the tubing sets. The pump sensors were replaced/repaired by the biomed. Although, it was reported that delivery of medication was delayed it did not contribute to, or result in serious adverse impact to elderly adult patient. The customer stated no further information is available.